Manufacturer narrative:
H3, h6; software was returned for analysis. The provided logs and archives were reviewed. It was observed from the logs that the user transitioned from select procedure into images, plan, registration, registration verify, navigation and build models. The workflow showed multiple repetitions of registration and registration verify before moving into navigation. A total of 3 registrations (error metric) were recorded in the application logs. The observed error metrics are 8.1 mm (217 trace points) and 2.7mm (545 trace points). Provided archive consisted of a single mr exam, 224 slices with 1.00mm slice spacing and thickness. Regarding 8.1mm registration, registration got failed since registration error was above the recommended threshold of 5.0mm. Regarding the 2.7mm registration , trace collection showed that majority of trace points were collected only on the left side of the head. Accuracy zones largely remained in the yellow range, which did not cover entire anatomy, indicating suboptimal registration quality. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported beha vior. Codes b01, c19, and d15 were applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a tumor resection procedure was performed and there was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6), (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the during a cranial case using optical navigation, they experienced difficulties passing registration. The manufacturing representative (rep) stated that three registration attempts were completed and the patient was in a lateral position. During the first trace registration, they achieved 8.9mm of registration accuracy and "lost chicken foot" mid trace on the nose. They suggested to retrace and the camera was moved to the side of the patient before retracing. During the second trace, they received 2.7mm of accuracy, continued tracing, and value increased to 4mm. After further tracing, the value dropped to 3.9. When checking accuracy from front of head to back of skull and it was accurate, but when checking the ear canal it was 1-2 inches anterior from where the probe was in physical space. Finally, the third trace was noted to be accurate when checking. No accuracy value was provided. A"three point trace" was completed each time and no changes were made by the surgeon or environment between the second and third trace. It is unknown if there was any impact on patient outcome. There was 10-15 minutes of surgical delay.